Event description:
The customer reported that the luer between the delivery line and extension line leaked. They have experienced this on four sets in the past week. No samples were saved. Product code 5001102; lot number 27631.p07.